Event description:
Thirty-six-year-old female had implants placed in submuscular pockets in 1982, (replaced previous implants). Present implants found to be ruptured so pt requested surgical removal. It is not known where implants were implanted in 1982, no identifying info found on implants. Pathology report states both implants ruptured. Multiple amorphous globular deposits present in capsular tissue which is compatible with silicone.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.